Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the flush port on the catheter handle broke. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use, and the flush port broke. The catheter was replaced with another farawave catheter, but the flush port broke on this catheter as well. A third catheter was selected and used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.